Event description:
Caller reported that occlusion alarms occurred in the cartridge. There was no adverse impact on the customer¿s blood glucose level. Customer was instructed by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer replaced pump supplies and resumed insulin therapy.